Event description:
A pt reported blood glucose results of "105 mg/dl and 141 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicatig a potential malfunction of the meter in terms of precision. The customer care representative walked pt through two glucose tests and obtained a 175 mg/dl and a 169 mg/dl. No products were replaced.